Manufacturer narrative:
UDI: (B)(4). Investigation summary: the device was received and evaluated at the service center. The reported complaint that the wireless pedal no longer has the battery cover was confirmed. It was found that the cover of the battery tray was broken. The broken cover was replaced, the o-rings of the battery cover were replaced as a part of upgrade, and the device was tested and found to be working according to specifications. User mishandling, probably a fall, is the most likely root cause of broken cover. There are no indications from this complaint investigation that the failures are manufacturing-related, therefore a manufacturing record evaluation is not required. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported that the wireless pedal device no longer had the battery cover. During in-house engineering evaluation, it was determined that the cover of the battery tray was broken. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.